Event description:
The customer reported via phone call indicated they had experienced low blood glucose. Blood glucose reading was 42 mg/dl. Customer's current blood glucose level was 99 mg/dl. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. Customer had treated low blood glucose with food. Customer reported auto mode feature was active during reported low blood glucose event. Customer had no pancreas and was in stage five kidney failure. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.